Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case the site took their initial navigated scans and they transferred to the navigation system without issue. They placed screws and went to take a confirmation spin and the system took 2d scans, but when they went to initiate the 3d spin, nothing occurred. The medtronic representative logged into the hospital user and looked at some things on the mobile view station (mvs) and then they tried again and got a message stating the spin was going to be non-navigated (this was expected because the navigation system had been disconnected since the initial spin). They pressed okay and went to initiate the spin and nothing happened again. He looked at more things in the tech service console and then they were able to take the spin. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.